Event description:
The event is reported as: the customer alleges that the mask did not function on the oxygen or air outlet.

Manufacturer narrative:
A visual inspection of the product involved in the complaint could not be conducted since the product or a picture of the defect was not provided. A dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. A DHR (device history record) review could not be conducted since the lot number was not provided. A corrective action cannot be applied since it is not possible to identify the defect reported and to investigate its root cause, in order to perform a proper investigation it is necessary to evaluate the sample involved on the incident. Customer complaint cannot be confirmed based on the information provided. Currently there is no inventory of this product at teleflex nuevo laredo facility. If the device sample becomes available this investigation will be updated with the evaluation results.